Event description:
An anesthesia machine was set up for use on a patient about to have surgery. The morning test showed no leaks in the system. When the nurse applied the mask to start positive airway pressure, the system failed because of a hole that was found in an elbow that was attached to the mask.